Event description:
Caller reported cgm error 42, impacting their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the process, which resolved the issue without further errors, allowing the customer to successfully start their sensor session.